Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient is experiencing a lot of stimulation on the opposite side that they need stimulation on. They were able to program the patient to their satisfaction, but they will see how they do. The patient was just reprogrammed, but there are few options to get their stimulation into the right foot. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient's battery seems to be healing in away from the skin in which it is making things hard for them to be able to recharge, and they are having a hard time getting 8 bars. The patient underwent a typical recharge session. No further complications were reported or anticipated. No symptoms were reported. Additional information was received from the manufacturing representative (rep). Patient is scheduled to have a lead revision on june 14. No patient symptoms or complications were reported in this event. Additional information was received from the manufacturing representative (rep). It was reported that patient was getting a lead revision because they are not feeling stimulation into the leg that they need it to be. To resolve the charging difficulty and battery healing away from the skin patient is having a pocket revision. This information has been confirmed by physician/ account. No further patient symptoms or complications were reported in this event. .

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 977c165 lot# serial# (B)(4) implanted: 2018 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the patient had the revision and the surgery went well. The patient was now feeling stimulation into their right foot and leg. The device wasn't explanted- they simply moved their existing lead over to the right so that they could get more stimulation into their right leg. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a manufacturer representative regarding the patient. It was reported that the patient was getting stimulation in the abdomen and chest wall in (B)(6) 2018. The lead had moved over slightly to the left and the tip was pointed to the left. They were uncertain what caused this. The implantable neurostimulator was implanted in the left buttocks and had healed crooked. They moved the implantable neurostimulator to her back to the left of her spine at the pant line. There were no further complications reported or anticipated.